Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set cannula popped out event on (B)(6) 2025. The event occurred within three hours after insertion. The infusion set was in use for 6.5 hours. The insertion site was abdomen. The blood glucose level was 25.1mmol/l and the patient was treated with correction bolus via multiple daily injection (mdi) and insulin manual injection. No further information was available.